Event description:
The device was returned for routine service. There were no reported problems. During the repair evaluation, the tech found the audible alarm to be nonfunctional. There was no pt involvement. Malfunction identified on the tech's bench.